Manufacturer narrative:
The fse found the leak was due to pinched tubing through pinch valve vl50. Vl50 provided vacuum and rinse to the differential mix chamber. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a blood fluid leak of an unknown volume from the front right side of the coulter lh 780 hematology analyzer. The customer refused to provide any other information. There was no information in regard to injuries, erroneous results, direct physical contact with the leak, personal protective equipment, or change to patient treatment in connection with this event. There was no information whether the leak was contained within the instrument. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.